Event description:
Patient's mom said machine will cut off and on during usage of pb8005lp3 nebulizer.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.